Event description:
It was reported by service report that the bed was stuck in high height position. The control buttons would click when pressed but would not operate their respective functions. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning cpu board caused the bed to be stuck at high height position and hindered all control buttons.